Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via literature article that a leadless pacemaker (lp) was implanted via the jugular vein. At a follow-up post implant, a hematoma was observed near the implant site. A surgical drainage was performed to resolve the hematoma. The patient was stable.